Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow hazard alarms. Although a specific cause for the alarms could not be conclusively determined, the account reported arrhythmia as the cause of the alarms. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported hypertension and arrhythmia could not be conclusively established. The system controller event log files contained events from (B)(6) 2025. Intermittent low flow hazard alarms were captured between 03:46:32 through 05:04:52, which were associated with elevated pulsatility index values. No other notable events or alarms associated with pump function were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. C and the heartmate 3 lvas patient handbook, rev. B are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 lvas. This section also addresses pump parameters, including pump flow and pi. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also outlines situations that can result in a low flow alarm and further explains that changes in patient conditions, such as hypertension, can result in low flow. Sections 1 and 4 of the IFU also state that the pi calculation represents cardiac pulsatility, with values typically ranging from 1 to 10. Generally, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e. The pump is providing less support to the left ventricle). Section 6 of the IFU, "patient care and management", states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 mmhg should be considered adequate. This section also provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also lists arrhythmia as a potential late postimplant complication. Section 5 of the patient handbook, "alarms and troubleshooting," and section 7 of the IFU, ¿alarms and troubleshooting¿ outline system controller alarms, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information indicated that anti-arrhythmia medication was administered. The type of arrythmia was reported to be ventricular tachycardia. The arrhythmia did not resolve in clinical compromise. The patient did not have a history of arrhythmia pre-left ventricular assist device (lvad) and did not have a implantable cardioverter defibrillator (ICD) implanted prior to lvad implant. The arrhythmia was reported to not be device related. The arrhythmia was reported to have resolved. The cause of the low flows was reported to be ventricular tachycardia and left lateral induced. The low flow's did not resolve, and it was noted the patient had recent hypertension episodes which the site was responding by up titrating the patient's anti-hypertensives.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was experiencing low flow alarms in the setting of cardiac arrhythmia. The patient's vital signs and labs were noted to be stable and no symptoms were reported. As of (B)(6) 2025, the patient was still having transient low flow. Log file review was requested which revealed low flow alarm events on (B)(6) 2025, as well as several momentary low flow events to brief to generate an alarm. These events appeared to be patient related. No other unusual events were noted in the log files.